Manufacturer narrative:
Investigation conclusion: the complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
On (B)(6) 2022, customer reported suspected false positive result when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22149i, reader sn (B)(4). On the same day, customer tested a few more times with the cue covid-19 test for home and over the counter (otc) use and received two negative results. Customer reported no symptoms and no known exposure. No other tests were taken.